Event description:
The customer reported that the insulin pump alarmed motor error more than once. The blood glucose reading was 128mg/dl. Troubleshooting was performed, and the customer was unable to describe any possible damage to the drive support cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms.